Event description:
It was reported that the graft had to be explanted due to perigraft/seroma formation. When the graft was removed from the tunnel, it was also noted that the beading support was detached from the mid section of the graft.